Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device became loose at times when connecting or disconnecting the patient circuit. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The investigation determined that the patient outlet fitting was insufficiently bonded to the input manifold. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The outlet and manifold were rebonded and the device passed all testing.